Event description:
The user facility reported that during a patient procedure a "burning" smell was noted. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service specialist and steris service technician inspected the table and found the ac socket cover plate was missing and the power cord was burned where it plugs into the ac socket. The reported damage was due to fluid intrusion from customer cleaning practices. The technician replaced the table power cord, ac inlet assembly, and ac inlet cover. The technician confirmed the table to be operational and returned it to service; no additional issues have been reported.